Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a wandering baseline, artifact oversensing and undersensing, resulting in an inappropriate shock. X-ray imaging was performed. Technical services (ts) was contacted, and ts discussed possible causes and reviewed the x-rays. The s-ICD system remains in service. No adverse patient effects were reported.